Manufacturer narrative:
Continuation of d10: product ID: a810, lot#serial#: unknown, software version: unknown product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who wa s receiving baclofen with concentration 2000 mcg/ml via an implantable pump. It was reported that the patient has received intrathecal baclofen (itb) for a long time. The pump itb dose was 899.4 mcg/day (continuous flow). The pump was filled accordingly to previous planning on "(B)(6) 2026", and according to the clinician programmer the pump was supposed to be filled on ¿260615¿. However, the intrathecal baclofen pump was not refilled in time as the clinician programmer refill date indicated ¿250615¿. The service code 235 was indicated regarding an empty reservoir alarm having been triggered and a warning of possible underdose. As per the pump's session report, the pump was to be refilled before on (B)(6) 2025 (40 days from the session date). The low reservoir alarm was set to 2.0 ml. Also per the pump's session report provided, the pump time was 7872 hours and 16 minutes ahead of the programmer's time, and the changes made included the reservoir volume and pump time having been reset to the programmer's time. They were called by the intermediate care who indicated that the patient was in their care and the pump had an alarm. The pump was read and an alarm occurred 10 days ago followed by the critical alarm 5 to 6 days ago. The patient assistant (care giver) did not react to the critical pump alarm. The patient experienced withdrawal syndrome including fever, tachycardia, and was more spastic. The patient received benzo. The pump was refilled and restarted at a dose rate of 200 mcg/day. The patient was to be transferred to a hospital for continued care and escalation of itb. It was further reported that the analysis was done by the physician's involved and it was concluded that the clinician programmer was recently delivered and not used very often. The clinician programmer needed to be updated after the release of the next pump model. It was further stated that the programmer had probably changed the date to just under a year ago after the update (counted about 325 days). No one had noticed this as it was the clinician programmer that was not used often. There was a message that the time was not correct, but since they had just changed to daylight savings time, it was mistaken for 2026. The time was since adjusted. The pump remains implanted and in service. The issue was not yet resolved as of on (B)(6) 2026. The pump administered baclofen at a dose rate of 899.4 mcg/day before the incident, 200 mcg after the incident, and then 300 mcg. The pump dose rate was to be increased progressively to get back to a normal dose. No surgical intervention was performed and no surgical intervention was planned. The patient's medical history and age at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. As the programmer had the wrong date, the next refill date was calculated as (B)(6), 2025. The physician looked a bit too quickly and thought it was (B)(6), 2026 and booked a refill date in june when in fact the refill should have happened in (B)(6) 2026. Regarding factors that may have led or contributed to the infection, it was indicated that infection is a common symptom of baclofen abstinence and the physician¿s analysis was that is was due to that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.